Event description:
It is reported that: the pt reports experiencing extreme abdominal pain and difficulty urinating after his revision surgery of (B)(6) 2012. It was determined that the hip implants were pressing on the pt's prostate and other organs. The pt had green light laser surgery on his prostate in (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.